Event description:
It was reported that blood leaked past the bd eccentric tip syringe with the bd precisionglide¿ needle stopper during use. The following information was provided by the initial reporter: "the blood leak out from the stopper during use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked past the bd eccentric tip syringe with the bd precisionglide¿ needle stopper during use. The following information was provided by the initial reporter: "the blood leak out from the stopper during use."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-mar-2022. H.6. Investigation: one photo and one sample were received by our quality team for evaluation. From the photo and actual sample, leakage past the stopper was observed. The sample was subjected to leakage testing and passed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined as the team was not able to duplicate the customer¿s experience.